Event description:
The following information was reported by the customer's attorney's office: on (B)(6) 2009, the customer suffered a hypoglycemic event while driving a vehicle, due to an alleged defect in his insulin pump and infusion set. Lawsuit further alleges that this hypoglycemic event caused the customer to lose consciousness and veer off the road into a tree, allegedly, causing lasting and permanent injuries to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2009-01414.